Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 21.0-23.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
It was reported that the lead was explanted due to dislodgement. Patient was fine post-procedure.